Event description:
Additional information received from manufacturing representative (rep). Rep reported that the cause of the high impedances was unknown.

Manufacturer narrative:
H3: analysis of the b3300542 lead ((B)(6)) revealed that the returned lead passed all testing in the laboratory and no anomalies were identified. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a stage 1 implant procedure for deep brain stimulation, impedances on all of contact 2 and contacts 1a <(>&<)> 1c showed values greater than 10k ohms. An impedance test was conducted again with no change. Stimulation was applied to the contacts, resulting in some improvement in contact 1a, which decreased to 7,561 ohms, while the other contacts remained in 'investigate' status. The lead was exchanged, and subsequent impedance tests showed normal values in the 900-1700 range. The issue was resolved with the replacement of the lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.